Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had caused the tingling sensation to the patient. Additional information indicated that the crt-p exhibited infection. No adverse patient effects were reported. The crt-p was explanted.